Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 14-apr-2016 and confirmed that this device was not previously returned for servicing, and there were no production failures that correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was broken. The field service engineer rebooted the pas, and after the restart, the user was able to successfully log in using the biometric identifier. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer pockets were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.